Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on(B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical compl aint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging and damage the screw during use.

Event description:
On (B)(6) 2021 it was reported by a sales representative via phone that an (B)(6) screw broke during insertion. This occurred during an acl reconstruction. It stayed in one piece and remained on the driver. The implant never entered the patient. It was replaced and the case was completed with no further issues.